Event description:
Pt had an uncomplicated spine epidural placed on (B)(6) around 10:00 pm. There were no difficulties with placement. When they went to remove the epidural catheter, it was noted the wire was broken all around the 10 cm mark. There was stretching between the 9 and 10 cm mark and they were unable to remove the catheter. Patient underwent surgical removal of the retained catheter on (B)(6) 2016 without further complication.